Event description:
It was reported that two months after implantation, the patient went into cardiopulmonary arrest during a hospitalization visit for mitral regurgitation. Circulatory support was introduced and the patient was resuscitated. Due to the complications of the patient's heart failure, their family decided for the patient to be destination therapy.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b3: event date is estimated. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The research abstract titled: ¿initial experience of destination therapy (dt) and future challenges,¿ discusses the changes and problems that hm3 dt has brought about in transplant medicine and assisted heart therapy. A total of four patients, including trial subjects, experienced dt from (B)(6) 2016 through (B)(6) 2022. The fourth patient was implanted with a hm3 lvas due to dilated cardiomyopathy. Approximately two months after implantation, the patient experienced cardiopulmonary arrest during a hospital visit for mitral regurgitation (mr). Circulatory support was introduced, and the patient was resuscitated. The patient¿s heart failure was aggravated due to adjuvant circulatory withdrawal. Dt was selected based on the patient¿s and their family¿s wishes. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. This IFU lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.